Event description:
Caller alleged discrepant inratio inr result in comparison to the lab inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 1.6, lab inr: 3.2. The time between testing was less than five minutes. Therapeutic range 2.0-3.0 for patient. There was no reported adverse patient sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.